Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The endowrist curved-tip 30 stapler has been returned and evaluated by the failure analysis. The reported issue with the instrument could not be replicated or confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The stapler moved intuitively with full range of motion in all directions and the grip tips opened and closed properly. The stapler clamped, fired, and unclamped successfully. The stapler was fully functional, and no product issue was found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the jaws of the curved-tip stapler 30 instrument would not open. The procedure was completed with no reported injury.